Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure in (B)(6) 2007 or 2008 (exact date unknown). According to the patient, she experienced complete incontinence post-implantation (date of onset unknown). The patient has not undergone any surgical intervention for her incontinence, but has been prescribed multiple types of medication, all of which did not work at all. Reportedly, the patient is still incontinent. All other information is unknown.